Event description:
Add'l info rec'd from MFR 6/18/04: it was reported to tyco healthcare kendall that a customer claimed of difficulty with EKG leads. The customer stated that the EKG lead wire easily slips out of the electrode after it has been applied to the skin. Visual inspections to confirm efficacy of the electrode build construction, particularly speading of the stranded wire within the electrode body, efficacy of strip (removal of leadwire insulation to expose stranded wire conductors) and placement of the attachment glue. No peculaiarities were noted. A test to determine the amount of force (pounds tension) required to detach the leadiwre from the electrode body was complete. This test is accomplished by gripping the electrode body in a fixed jaw and attaching the leadwire to a moveable force gauge. The testing apparatus is engaged and the peak force to detached the eladwire is recorded. In all test conducted as part of complaint investigation the results exceed established product specifications. These specifications were established based on the ansi-aami ec 53-1995 standard. Based on these evaluation an inadequate leadwire attachment to the electrode body could not be confirmed and we have concluded that the electrodes were manufactured in accordance with design specifications. Review of device history records for the reported lot code did not indicate any peculiarities, all data met established product specifications of which efficacy of leadwire attachment to the electrode body is an attribute. All product attachment forces exceed ansi-aami ec 53-1995 standards. Labeling for lot codes references is consistent in format with only the lot and expiration date variables changing with each production run. Tyco healthcare/kendall received medwatch report on 4/23/2004. No reports of injury or death have been reported. Not applicable. This product is a single use disposable medical device with a 24 month expiration date.

Event description:
The ECG electrocardiogram lead wire easily slips out the electrode after it has been applied to the skin. This is a pre-wired electrode. The electrode is a soft material and the tip of the wire is sandwiched into the electrode material. The wire end does not have an eyelet on the end as some other brands do. The other end has the safety lead socket connector. This has increased the number of ECG alarms and decreased the quality of patient monitoring. This has been a problem across multiple lots.